Event description:
Associated medwatch-reports: 9610612-2021-00804 (400540247); 9610612-2021-00805 (400540249); 9610612-2021-00806 (400540251); 9610612-2021-00738 (400537453); 9610612-2021-00810 (400541165) - new; 9610612-2021-00811 (400541166) - new; 9610612-2021-00812 (400541164) - new.

Manufacturer narrative:
Additional devices were returned to manufacturer, acknoledgment date 22dec2021. 400541166_9610612-2021-00811_MDR; 400541164_9610612-2021-00812_MDR; 400531692_9610612-2021-00813_MDR.

Manufacturer narrative:
This MDR report won´t be continued because this is a doublette. The case will be continued under the remaining associated reports mentioned unter section b5.

Event description:
Associated medwatch-reports: 9610612-2021-00804 (400540247). 9610612-2021-00805 (400540249 ). 9610612-2021-00806 (400540251 ). 9610612-2021-00738 (400537453) - doublette ( won´t be continued). 9610612-2021-00810 (400541165). 9610612-2021-00811 (400541166). 9610612-2021-00812 (400541164).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an ennovate set screw. According to the complaint description, the implantation date was (B)(6) 2021 and the procedure was a lumbar arthrodesis l2-s1. Sometime later, the patient complained of pain in the operative area and the surgeon decided to re-operate. During the surgery, it was observed that the tissue surrounding the right s1 implant appeared to have metallosis and it was noted that closure had failed as the bar was loose at that point; in fact the doctor was able to remove it by turning it with a pair of tweezers. Further, the left s1 clasp was in the same condition and could be removed with little effort. The surgeon decided to dismantle the fasteners and rods, check the condition of the screws with a cat scan; and remove the right s1 screw, place a screw of larger diameter, and reposition the rods and fasteners. In the right l3 closure manoeuvre, one of the fasteners was damaged when it was placed, which made it necessary to replace it. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: 400538000 (sz228r, unknown lot).